Event description:
Per information provided: on (B)(6) 2012 patient was diagnosed with left inguinal hernia and pain thereby underwent open repair with implant of perfix plug (device 1) and bard flat mesh (device 2). Per operative notes, ¿the fibrosis from previous abdominoplasty was reduced. The indirect type of inguinal hernia was noted. The hernia sac was excised and inguinal hernia sac was closed with sutures. To the inguinal hernia, a perfix plug (device 1) was placed and covering the entire floor and another extra piece of bard flat mesh (device 2) was placed and sutured together.¿ on (B)(6) 2012 patient was diagnosed with left groin infection thereby underwent open repair with removal of infected mesh (device 1 and 2). Per operative notes, ¿spontaneously draining abscess was noted and drained. The mesh (device 1 and 2) was seen unincorporated. The mesh (device 1 and 2) was separated from the surrounding structures and excised entirely. The wound was irrigated thoroughly, and fascia was closed with sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15 nov 2011) is considered to be a best estimate. This MDR represents the bard flat mesh (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1).